Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The pump was received with minor scratched display window and stained end cap sticker.

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer did not report motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.